Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during implant procedure, high capture threshold was noted on the rv lead and the helix was not extending. The rv lead was not implanted. The patient was stable.